Event description:
Possible abdominal burn after MRI. Previous abdominal surgery. "Burn" appeared in skin fold over surgical scar. Pt was wearing non metallic clothing /undergarments. No implants, sutures, etc were apparent via xrays taken over area of "burn." FDA safety report ID# (B)(4).